Event description:
It was reported that the patient experienced an occlusion alarm. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. The customer reverted to an alternate method of insulin therapy. No additional information was provided.